Event description:
It was reported that approximately 97 months post implant of a bifurcated device and two infrarenal aortic extensions, the patient was seen routinely for follow up. A computed tomography scan was performed which indicated the patient had an endoleak. Additionally their aneurysm increased in size. The patient was asymptomatic. The physician elected to correct the endoleak and implanted another infrarenal and a limb stent graft. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.